Event description:
Discrepant creatinine results reported for 2 elderly pts, info provided only for one pt. Initial creatinine result gave 0.9 mg/dl, sample repeated using another methodology gave 1.6 mg/dl. Initial result reported for one of the pts, the pt was not adversely affected. If add'l info received, appropriate notification will be provided.